Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cutter not locking in was confirmed. An assessment was performed on the device which determined the unit failed the cutter lock and safety verification. During repair it was observed that the lock cylinder was damaged causing the device to run in the safety position (device is powerbroken), also found that the pawls were damaged causing the device to fail the cutter lock verification. It was determined that the issue with the lock cylinder and the pawls was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device could not lock the cutter device into place. During in-house engineering evaluation it was observed that the device failed the cutter lock and safety verification. It was further observed that the device was powerbroken. The event was not reported to have occurred during a surgical procedure. It was not reported if there was a delay in a scheduled surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.